Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for an unknown product performance issue. Additional information was received indicating that this lead was previously turned off; however, the reason was not known as the patient was lost to follow-up. No additional adverse patient effects were reported. This lead was out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.